Event description:
The customer contacted stryker to report a non-critical issue with their device. However, during evaluation, a pogo pin failure was observed. This may prevent the device from connecting with the pad-pak, which may prevent the device from powering on. Failure to power on may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
During heartsine's evaluation of the customer's device for a non-critical failure, a pogo pin failure was observed. This had resulted in voltage fluctuations and low battery fails as per the reported fault. The device was scrapped by heartsine and the customer was provided with a replacement device. Please add the hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.